Event description:
Tubing improperly installed into pump channel. Infused 1/2 bottle of propfol in a short time. No pt injury occurred.

Event description:
Tubing improperly installed into pump channel. Infused 1/2 bottle of propfol in a short time. No pt injury occurred.